Event description:
One podiatrist reported to co that he had a patient report to his office that patient would like to have patient's implant removed. Patient reported pain. The device had been implanted by another physician (unk) in 2000. The reporting podiatrist was seeking device removal surgical technique guidance, which was provided via telephone by the product design engineer and the vp of marketing. The device was not available for evaluation. Please see the attached customer complaint investigation report for further information.